Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flatulence ("gas pain throughout my back and shoulders"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and flatulence outcome was unknown. The reporter considered flatulence and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: laparoscopic hysterectomy, pain and gas pain throughout my back and shoulders. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.